Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty breathing/short of breath, nose irritation. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on july 18, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing/short breath, nose irritation burning/ smoke/ electrical odor device will not turn on/ device not functioning related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer and observed dust like contamination in the air inlet of blower box potential mineral deposits on the bottom of blower box indicating potential water ingress. Potential mineral deposits on the bottom of blower motor, indicating potential water ingress. Potential mineral deposits in the iso port, indicating potential water ingress, and was not able to confirm the complaint of burning odor/device will not turn on or address the symptoms specified. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 1 error code. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and they were unable to directly address the symptoms described.